Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: b3: event date is unknown h3: analysis of the recharger found controller won't power on when recharger is plugged in. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient tried several positions but couldn't locate the device in the back. Caller did not provide event date. During the call there were no damages on the recharger, controller charging port and battery compartment. Caller plugged the recharger and got 100/100/100 on the passive recharge mode screen. Caller placed the paddle away from the implant and got 52/52/52. Agent sent email to repair to replace the recharger. Caller stated patient didn't use the implant regularly and didn't use the implant when the patient's neck wasn't bothering them. Patient would use the implant when their neck bothered or hurt them. Patient took muscle relaxers. Patient's implant was up in their neck. See other cases for replacements.